Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. Eval of the incident device identified the failure was due to a manufacturing error. The foam spring underneath the button was misaligned. A review established there has been no trend for this issue.

Event description:
The customer reported that when the doctor released the activation button, the button stayed pressed in the on position. The staff had to unplug the device to shut it off. There was no injury to the pt.